Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed and heavily calcified vessel in the peroneal trunk. The 5.0x60mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with resistance noted with the anatomy. The balloon burst on the first inflation at 8 atmospheres (atms). Another armada 18 was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information is provided.